Event description:
The pt underwent endovascular repair of aaa with the ovation prime abdominal stent graft system on (B)(6) 2013. The aortic body stent graft was implanted and polymer filling of the graft contralateral leg was initially slow, which was remedied by retracting the introducer sheath that was positioned near the graft leg. The physician had difficulty cannulating the contralateral leg of the aortic body graft. The aortic body catheter was demated after polymer cure and the ipsilateral iliac limb graft was implanted. After snaring a guidewire on the contralateral side using an up-and-over technique and ballooning the contralateral leg of the aortic body graft, the iliac limb was implanted and the aneurysm was successfully excluded. Although there was no pt sequelae, this event is being reported due to the long procedure time. Analysis of limited intraoperative imaging confirmed the tip of an introducer catheter near the end of the aortic body stent graft, which may have initially inhibited polymer filling in the graft contralateral leg. Although a definitive cause for the difficult cannulation could not be determined, intraoperative imaging shows some graft leg bunching/twisting which is possibly the result of excessive manipulation and inadvertent rotation of the delivery system.